Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed in responding to presses. In addition, it was reported that the wake button was also delayed in responding to presses. There was no impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy.